Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is in reference to an (B)(6) patient. It was reported the patient did not recharge their ipg as recommended. In turn, their ipg became inoperable over time. A replacement charging system was sent to the patient but was unable to provide resolution. As a result, the patient may undergo surgical intervention on a later date.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.